Manufacturer narrative:
This report is filed on august 2, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection with skin overgrowth at the implant site. Revision surgery is planned; however, it is unknown whether it has occurred as of the date of this report.